Event description:
It was reported that the patient had their pain stimulation device and leads explanted ¿8-9 years¿ by the healthcare provider (hcp) as it quit working. Every time the patient went in for a readjustment it was problem after problem. Information regarding the cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 7435, serial# (B)(4), implanted: 2001-(B)(6), product type programmer, patient. Product ID 3888-28, lot# j0102010v, implanted: 2001-(B)(6), product type lead. Product ID 3550-09, lot# l90211, implanted: 2001-(B)(6), product type accessory. Product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6). Product type extension. (B)(4).